Manufacturer narrative:
Correction: th correct date of awareness is august 04, 2024; not july 22, 2024 as previously reported. It was also reported that the patient experienced an infection at the implant site.

Event description:
Per the clinic, the patient experienced redness and swelling at implant site and subsequently was treated with antibiotics (type, date and duration not reported). The implanted device remains.